Event description:
Information received by medtronic indicated that the cap of the inpen came off. It accidentally slipped off his shirt pocket and it hit the floor. The dose dial was misaligned. No harm requiring medical intervention was reported. The customer will discontinue use of the device.

Manufacturer narrative:
(B)(4). Per visual inspection: missing dose button, dose detent. Exposed electronic assembly. Customer reports: the cap of the inpen came off. Dose detent bond was broken off cleanly and missing injection button exposing the electronic assembly. I was able to pair successfully the inpen by rotating the screw manually. However, unable to perform functional test due to physical damage. In conclusion: the customer complaint of top of inpen missed / damage was confirmed.